Event description:
The customer reported the system would not display a viewable fluoroscopic live image. There is no report of pt injury or death.

Manufacturer narrative:
A the service representative performed an on site investigation. The camera connection was reseated during the service call. The system was tested and found to be working as intended and put back into service.